Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle separate from the suture strand while the physician was suturing the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported.